Event description:
It was reported that the patient felt like she was getting too much medication. The patient was refilled on (B)(6) 2012 and she woke up feeling really sick. The patient was experiencing nausea, diarrhea, and cold sweats. It was noted that the patient's medications were not changed at her refill yesterday. It was later reported that the patient's physician "advised her to take oxycontin and informed the patient that she was experiencing withdrawal due to her pump being very low and it would take time for the new medication from the refill to take effect." The device system was used to deliver clondine, baclofen, and sufenta. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709, lot# j10812r60, serial# implanted: (B)(6) 2001, explanted: product type catheter. (B)(4).

Event description:
It was reported that the patient had experienced diarrhea for the past 5 months since her last pump refill on (B)(6) 2012. The patient lost muscle tone, lost 18 pounds and was "extremely weak". The patient thought there may have been a blockage due to the medications she was taking. The patient was to have a colonoscopy to rule out that it had anything to do with the pump. The device system also delivered dilaudid.

Manufacturer narrative:
(B)(4).